Event description:
Laparoscopic bowel grasper broke while in abdominal cavity. The broken piece was removed and instrument was determined to be accounted for and x-ray was performed post-operatively with no indication of retained foreign object.